Event description:
It was reported that the patient presented to the emergency department due to chest pain.  An undersensed beat was observed on stored electrograms (egm). The right ventricular (rv) lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.